Event description:
It was reported that patient has been hearing squeaks, clicks and also feels pain is in his hip area, that radiates down to the knee. It started a year ago and has increased greatly. Patient also states that other people can hear the noises that his hip implant makes. Patient has to have revision surgery.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding audible noise involving a trident ceramic liner was reported. Conclusion a review of the provided operative report and associated implant sticker sheet indicates that a competitor's femoral stem and femoral head were used in combination with the trident ceramic acetabular liner. The packaging insert for trident ceramic liners, qin 4365, indicates: "do not substitute another manufacturer¿s device for any of the trident system components because design, material, or tolerance differences may lead to premature device and/or functional failure." Based on the provided information it has been determined that this event.

Event description:
It was reported that patient has been hearing squeaks, clicks and also feels pain is in his hip area, that radiates down to the knee. It started a year ago and has increased greatly. Patient also states that other people can hear the noises that his hip implant makes. Patient has to have revision surgery.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown left trident hip. Additional information has been requested and if received, will be provided in the supplemental report. Device implanted.